Manufacturer narrative:
Baxter has investigated recent reports of screens going blank during treatment. It has been determined that a voltage regulator on printed circuit board #104 can overheat. When the voltage regulator overheats there is an interruption of communication on the printed circuit board resulting in the blank screen issue. This issue can occur in specific accura instruments that have been identified by serial numbers. An urgent device correction letter was mailed on 07/26/2004 to notify customers of the possibility of this type of event. The letter reiterated instructions in the operator's manual for terminating a treatment when the screen goes blank. Baxter has also initiated field corrective action #1423500-7/27/04-006-c to address this failure. Affected instruments will be upgraded with an internal fan and a heat sink attached to the voltage regulator that will dissipate heat and reduce the likelihood of recurrence. Baxter has upgraded this instrument.

Event description:
Nurse reported the screen went blank while a pt was in treatment. Nurse contacted baxter technical svc for assistance. Baxter technical svs gave instructions from an urgent device correction letter date july 26, 2004. Nurse decided to remove pt and take the instrument out of svc until upgrades indicated in the letter. There was no pt injury or medical intervention.